Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer (fse) of olympus europa (B)(4) checked the subject device on-site and confirmed that the reported phenomenon was not duplicated. Based upon the information from the fse such as pictures, olympus europa (B)(4) confirmed that several electrical circuit boards in the subject device were damaged, and that there were condensation and liquid at a wide area including multiple electronic circuit boards in the subject device. In addition, it was confirmed that the subject device had been used in the environment where the humidity was more than eighty five percent due to the failure of users air conditioner. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus europa (B)(4), omsc surmised that the reported phenomenon (error b40) was attributed to the failure of the electrical circuit board due to electrical short circuit of the power supply line on the electrical circuit board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the error b40 which indicated the subject device was damaged was displayed. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.